Event description:
The patient had an rx acculink stent placed in 2005. The next day, during hospitalization, the patient suffered near syncope with a blood pressure rate of 42/30. This condition was not pre-existing; however, is considered not to be related to the device. A stress test was performed and the patients symptoms resolved.